Manufacturer narrative:
Device investigation details: the device powered on and the screen displayed discoloration in several places. The device was opened and significant fluid ingress residue and evidence was observed on the interior components. The device will need to be scrapped.

Event description:
It was reported that an ilet pump would not wake or display a screen, showed only a brief logo when placed on the charger, and did not charge despite a solid green indicator on the charging pad; the issue was managed through troubleshooting, outlet changes, and comparison charging with a phone, and a replacement charging pad and pump were sent for resolution, consistent with an unresponsive wake button and very low power condition associated with the switch component. Investigation of this case revealed an electrical problem with the wake/switch function resulting in an unresponsive button, consistent with a component-level failure of the switch/relay. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact, and blood glucose remained unaffected with backup therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.